Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for lot # 6589681 revealed the lcp(tm) distal femur plate 5 holes/156mm left-sterile repacked from two lots of 222.251, 3578432 and 3620505. 12 parts were sealed per 222spl250 revision c and mon_urania revision m on (B)(6) 2011. 12 parts were released to the warehouse on 2/9/2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Original awareness date is (B)(6) 2012, new information was received on 11/01/2013.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It was report that the packaging on the lcp distal femur plate (222.251s) was ripped/torn open. The synthes consultant reported the sterility has been compromised. No patient involvement. Order #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Lot number 6589681 was reported initially but could not be verified. Without a lot number the device history record review could not be completed. The device was returned and received. The manufacturing evaluation visual inspection stated that the shrink wrap was cut/torn cleanly across the end of the box and the label was cut across approximately half the width and then torn the rest of the way when the flap was pulled open. The flap has stress marks on it at the location of the finger cut-out where it appears the flap was depressed to pull the end of the box open. There was a small foam piece in the end of the box and the part is still packaged in the two pouches and both pouches are sealed, labeled and have no evidence of damage. The patient labels and product insert were also inside the box. The outer box has been opened but the sterility has not been compromised as reported since both pouches are sealed and undamaged. The outer box has a statement that says; contents sterile unless inner package opened or damaged. It cannot be determined when it was opened but, based on examination of the box, it appears that it was properly packaged, labeled and shrink wrapped and it was intentionally opened at some point after manufacturing. Also the sterile barrier has not been compromised. Therefore, this complaint is invalid.